Event description:
It was reported that patient faced issue with infusion set as the tubing came apart and infusion set got detached from the quick release (site connector) on (B)(6) 2026. The patient had high blood glucose due to which patient was hospitalized for less than one day and got treated with pump.

Manufacturer narrative:
E1: event city: (B)(6). Event country: canada. (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.